Manufacturer narrative:
Section a2, a4, and a5 patient information: unknown; not provided. Section b3 date of event: unknown; not provided. Section d-1 brand name: unknown as information was not provided. Section d-4 model number: unknown, as product serial number was not provided. Section d-4 catalog number: unknown, as product serial number was not provided. Section d-4 device serial number: unknown as information was not provided. Section d-4 expiration date: unknown as product serial number was not provided. Section d-4 UDI number: unknown as product serial number was not provided. Section d6a: if implanted; give date: unknown; not provided. Section d6b: if explanted; give date: unknown; not provided. Section e1: telephone number: unknown; not provided. Section h-4 device manufacture date : unknown as product serial number was not provided. Section. H3-other (81): the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the photo/video device history record, complaint trending, and risk documentation, if applicable for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a retrospective cohort study was done to investigate whether surgically relocating the tip of the bearveldt glaucoma implant (bgi) tube from the anterior chamber to the vitreous cavity could reduce corneal endothelial cell (cec) loss. Bgi was inserted into the anterior chamber for 68 eyes during the follow-up period. Four eyes developed bullous keratopathy and relocation surgery was performed. One separate case was excluded from the study since the tip of the tube was in contact with the cornea, leading to bullous keratopathy and keratoplasty surgery. There was one case with tube occlusion in which the tip of tube was covered with uvea at pars plana. No additional information was provided.